Manufacturer narrative:
Continuation of d10: product ID psg100 (serial: (B)(6)); product type: 3294: generator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the pulseselect catheter, while attempting to position the pulseselect in the right superior vein, the catheter was pulled back into the flexcath contour sheath, causing the wire to retract too far and the catheter to invert on itself. The catheter was unable to revert to the correct position. The pulseselect catheter was removed without difficulty. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012630477 was returned and analyzed. Visual inspection showed the spiral array was pinched and knotted. The slide control function operated as expected without any issues. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The catheter was reprogrammed before connection to the generator via a test catheter interface cable (cic), and therapy deliveries were successfully performed. Electrical continuity testing revealed intact electrode wires without any detachment or breakage. High magnification optical inspection revealed a pinch on the pebax tube of the spiral array. In conclusion, the reported array inversion was confirmed not during analysis. The catheter failed the returned product inspection due to a knotted spiral array and pinched pebax tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.